Event description:
A malfunction alarm was reported during the loading process of the pump, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support guided the customer in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump and instructed the customer on returning the problematic device using a pre-paid shipping label. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and was informed about placing the pump into storage mode prior to returning it.